Event description:
The customer reported that the 9x28mm biosteon screw broke into pieces during insertion.

Manufacturer narrative:
Based on the information available, possible suspected root cause(s): patient had very dense bone graft/screw/tunnel not appropriately sized.